Manufacturer narrative:
The insulin pump had a frozen display due to a corroded liquid crystal display board.

Event description:
The customer is deaf, and a nurse called on his behalf. It was stated that the insulin pump had moisture underneath the screen as well as a frozen display. Troubleshooting was performed, but the issue was not resolved. Nothing further was reported.